Event description:
The patient was implanted and the hcp reported that the patient had experienced a "mild" overdose and the pump was turned off. The manufacturer's representative reported that the patient was experiencing drowsiness and had loose extremities. Following a priming bolus of 686.6 mcg: the initial dose was programmed to 96.1 mcg/day. The pump was turned off for an unknown period of time, but then turned back on. The patient is reported to be doing "fine".